Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the cylinder of this inflatable penile prosthesis was visually and microscopically inspected and leak-tested. Analysis found excess air between the inner and outer tubes of the first cylinder when it was inflated with syringe; bulging was present. The other cylinder had a leak with broken fabric threads in the proximal cylinder body at the fabric bonding joint. Analysis determined that this leak was the result of fatigue. This cylinder was not pressure tested due to the leak. The identified fluid leak is also the probable cause of the reported mechanical issue. Product analysis confirmed the reported events. The associated pump also underwent testing. The pump was visually and microscopically examined and functionally tested. The pump did not pass deflation or deactivation testing. Product analysis concluded the deflation and valve deactivation issues could affect the functionality of the device.

Event description:
It was reported that this inflatable penile prosthesis was explanted and replaced due to not working properly. The patient had presented at the hospital two weeks prior to explant. Upon explant a hole was found in the right cylinder, the cause of the hole was not reported. No patient complications were reported. No allegation was made against the pump but, upon analysis, a pump non-conformance was identified.

Event description:
It was reported that this inflatable penile prosthesis was explanted and replaced due to not working properly. The patient had presented at the hospital two weeks prior to explant. Upon explant a hole was found in the right cylinder, the cause of the hole was not reported. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the cylinder of this inflatable penile prosthesis was visually and microscopically inspected and leak-tested. Analysis found excess air between the inner and outer tubes of the first cylinder when it was inflated with syringe; bulging was present. The other cylinder had a leak with broken fabric threads in the proximal cylinder body at the fabric bonding joint. Analysis determined that this leak was the result of fatigue. This cylinder was not pressure tested due to the leak. The identified fluid leak is also the probable cause of the reported mechanical issue. Product analysis confirmed the reported events.

Event description:
It was reported that this inflatable penile prosthesis was explanted and replaced due to not working properly. The patient had presented at the hospital two weeks prior to explant. Upon explant a hole was found in the right cylinder, the cause of the hole was not reported. No patient complications were reported.